Manufacturer narrative:
The device was returned with an extra dilator in the package. The subject was visually inspected and was observed the distal end tip was broken off. The piece that broke off of the distal end was approximately 4cm long. Upon inspecting the access sheath, the funnel on the proximal end was also broken. The funnel was being held on by some of the sheathing and coil. The extra dilator returned appeared to be intact with no anomalies or irregurities - assuming that it was the replacement used to finish the procedure. The OEM (teleflex medical) conducted an investigation and noted that the batch this device was a part of shipped on january 19, 2015 with a total of (B)(4) devices. The shelf life of this product is 30 months per the updated print, this product was considered expired by the OEM. A DHR review was performed and noted that both dilator lots passed inspection and no /deviations were noted. The potential cause of the degradation and embrittlement of the dilator polymer was determined by the OEM to be environmental due to exposure of the device in the health care facilities.

Manufacturer narrative:
This supplemental report is to update the evaluation codes (h6).

Manufacturer narrative:
This supplemental report is to provide additional information from the OEM's investigation which indicates that the devices with lot # 09m1400181 were determined to be aged 56 months at the time of the reported incident. The labeling indicated a device life of 60 months. As a result of the OEM investigation the life of the product was updated to 30 months as environmentally related exposure of the device in the health care facilities can result in degradation and embrittlement of the dilator polymer.

Manufacturer narrative:
This supplemental report is to provide a correction to the OEM's (teleflex) investigation results. The investigation indicates that the reported device with lot # 09m1400181 was determined to be aged 56 months at the time of the reported incident, august 2019. The shelf life of this product at the time of manufacture was 60 months. The OEM investigation of dilators breaking determined the root cause to be environmental due to "exposure of the device in the health care facilities which resulted in degradation and embrittlement of the dilator polymer". March 15, 2019, the drawing for the device updated the shelf life from 60 months to 30 months. A device history record review was performed and the concerned lot passed inspection and no abnormalities were noted.

Manufacturer narrative:
The referenced device was returned, however the investigation is still in progress. A picture provided by the user facility indicates that the device broke into 3 pieces. The exact cause of the reported event cannot be determined at this time. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Then manufacturer was informed that during a ureteral exploration (retrograde ureteroscope lithotripsy) procedure, the distal part of the inner sheath became ruptured. The rupture was a clean cut on the internal sheath in use along with the external sheath of the uropass causing it to remain in the patient's ureter about 6 cm of the internal sheath. The pieces of the sheath were retrieved from the patient by a grasping forceps. The patient needed additional procedures in order to retrieve all the pieces of sheath. The procedure was prolonged by about 1 and a half hours more than expected.